Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: while testing one of our pumps I encountered an issue in which throughout the infusion process the screen will jump and glitch. The problem occurs specifically when the motor runs to continue with the infusion. No one was hurt and no patient infusions were interrupted by this. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen), screen no input an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a screen glitch while infusing. Performed mock infusion and verified glitches on lcd screen when air compressor is cycling. Investigation found damaged power wires on the air compressor. Installed an engineering test compressor and glitches did not occur. The air compressor will be removed and replaced during the repair process. No other damage found. An internal investigation has been opened to address the reported issue.